Event description:
Thoracentesis over right intercostal space. Apparently, the catheter was pulled back through the needle as in other brands. CT scan revealed "sheared catheter" on 11/21/95. Surgically removed. Pt did fine.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was destroyed/disposed of.